Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the ipg was unable to communicate with the charging system. It is unknown when the patient last recharged the ipg. The sjm representative confirmed the ipg is inoperable. The patient underwent surgical intervention on (B)(6) 2016 where the ipg was removed and replaced. Therapy has resumed and issue has been resolved.